Event description:
The customer reported on (B)(6) 2014 at 12:44 pm she activated a new pod and her blood glucose and insulin history is as follows: time: 12:51 pm, bg (mg/dl): 109, bolus (u): 4.0; 5:33 pm, "high" (>500). At 5:43 pm, the pod was deactivated and she noticed the cannula was kinked.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether if contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.